Event description:
A malfunction alarm, identified by malf 12, was reported, but there were no notable events leading up to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not reoccur. The customer was advised to continue using the pump and to contact support if any further issues arise.